Event description:
It is reported that revision was performed in 2009, due to pain. Liner was removed and one acetabular screw was removed. The liner was placed back into the cup and the cup was removed using cup removal system. Upon removal, cup was noted as having some separation of the porous coating from the substrate of the shell, over an area of approx two square centimeters. Implant date is unk.

Manufacturer narrative:
Eval summary: the condition of the device is unk since it was not returned. The mating acetabular liner, femoral head, and femoral stem components and their conditions are unk. The surgical notes are unavailable, and it is unk if the components were implanted with the correct orientation and fit as per the surgical technique. X-ray images post-primary surgery and from successive pt visits are unavailable. The location of the observed f/m separation from the substrate on the shell surface is unk and it is unk if the observed f/m separation occurred in-vivo or during the explantation process. Pt activity level is also unk. Due to lack of sufficient info, the probable cause of the alleged events of pain and separation of the f/m from the substrate are unk. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.